Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related. The impella cp pump was not returned. The cause of the positioning issue was use related due to CPR being done during support. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The complainant reported that during impella cp support for 69-year-old male patient, the pump was unable to be repositioned successfully leading to pump having to be explanted. The pump had been dislocated during resuscitation attempt the previous night. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿